Event description:
Per the audiologist's report, the patient sustained a head injury in 2005. As a result there was deterioration of the skin over the implant and an infection. The patient's device was explanted the following year, and she was reimplanted seven months later.

Manufacturer narrative:
This is a final report.